Event description:
This pt underwent cypher stent placement in a previously treated distal circumflex branch. 14 months following stent placement, the pt returns with angina and underwent repeat intervention of the distal circumflex and the left posterior lateral branch. Treatment include both angioplasty and stent placement. (No device details available) two months later the pt again presents with angina and the distal circumflex treated with balloon angioplasty and taxus stent placement. Additional events have occurred that are non-reportable per medical device reporting guidelines.